Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms were received. Customer loaded a new cartridge and insulin delivery was resumed. Customer's blood glucose (bg) was in the mid 400 mg/dl range and ketone level was high. Insulin injections were administered. Customer went to the emergency room (ER); bg was 200 mg/dl. Healthcare provider identified ketone level as dangerous. Intravenous insulin, fluids and nausea medication were administered. After 5 hours, customer left the ER feeling "ok" and bg was 311 mg/dl. Pump system check with tandem technical support found no identifiable blockage. Customer reported wearing pump against the skin and pump was exposed to change in environment temperature prior to the occlusion alarm.